Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) inappropriately fired on the incorrect portion of the patient's waveform. It was noted that the issue was experienced after the patient cables were plugged into the epg when the patient's heart rate began to fluctuate between high seventies and low eighties. It was also noted that the ventricular wires were being used for pacing as the atrial wires had failed and further that the ventricular wires had not properly captured when they were tested in the operating room during placement and had been turned off. It was further noted that the ventricular wires were set to pace at eighty beats per minute as the patient's heart rate could drop to the seventies. It was noted that the patient cables were left disconnected from the epg and the user had been instructed to only connect the patient cables if the heart rate was sustained below eighty. It was further noted that the patient went into torsades de pointes and required cardiopulmonary resuscitation. No further patient complications have been reported as a result of this event.